Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/31/2013 with the following findings: a review of the pump history revealed that the information from (B)(6) 2013 was overwritten due to continued use of the pump. The pump history showed that the pump was delivering accurately until the last date used; all basal and bolus insulin deliveries added up appropriately to the total daily deliveries. There were no alarms outside the range of normal use observed in the pump history. The pump passed a 29 hour flow accuracy test. No alarms occurred during testing. The issue of the inaccurate delivery was not able to be duplicated; the pump operated within required specifications and delivered insulin accurately.

Event description:
On (B)(6) 2013, the reporter contacted animas and reported that there was a delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 45mg/dl and did not feel well. There were no reported symptoms. The patient reportedly was treated with oral carbohydrates and the patient's bg elevated to 145mg/dl. It was noted that the patient went through a growth spurt and therefore his insulin needs were being increased. The reporter stated recently the insulin amount had to be decreased and felt this was unusual and therefore was in contact with the heath care provider (hcp) the past 2 weeks. The reporter reportedly believed due to an alleged delivery issue with the pump this caused the patient's bgs to go low. The reporter did not have the pump available to troubleshoot. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported to the allegation that there may have been a delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.